Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: personal medical-surgical medical history of interest was denied. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding "), hypersensitivity ("allergic reaction"), headache ("headaches "), back pain ("lumbar backache "), fatigue ("exhaustion"), anxiety ("anxiety "), depression ("depression "), libido decreased ("reduced sex drive ") and anger ("anger outburst") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure device by laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, swelling, genital haemorrhage, hypersensitivity, headache, back pain, fatigue, anxiety, depression, libido decreased and anger outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anger, anxiety, back pain, depression, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypersensitivity, libido decreased, pelvic pain and swelling to be related to essure. The reporter commented: the patient also experienced isolation as psychological disorder. After having removed the essure device, she still had some discomfort. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: personal medical-surgical medical history of interest was denied. On (b))(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), headache ("headaches"), back pain ("lumbar backache"), fatigue ("exhaustion"), anxiety ("anxiety"), depression ("depression"), libido decreased ("reduced sex drive") and anger ("anger outburst") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device by laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, swelling, genital haemorrhage, hypersensitivity, headache, back pain, fatigue, anxiety, depression, libido decreased and anger outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anger, anxiety, back pain, depression, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypersensitivity, libido decreased, pelvic pain and swelling to be related to essure. The reporter commented: the patient also experienced isolation as psychological disorder. After having removed the essure device, she still had some discomfort. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: personal medical-surgical medical history of interest was denied. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), headache ("headaches"), back pain ("lumbar backache"), fatigue ("exhaustion"), anxiety ("anxiety"), depression ("depression"), libido decreased ("reduced sex drive") and anger ("anger outburst") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal by laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, swelling, genital haemorrhage, hypersensitivity, headache, back pain, fatigue, anxiety, depression, libido decreased and anger outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anger, anxiety, back pain, depression, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypersensitivity, libido decreased, pelvic pain and swelling to be related to essure. The reporter commented: the patient also experienced isolation as psychological disorder. After having removed the essure device, she still had some discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.